Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was not giving any breaths to the patient. The patient had sudden de-saturation, turned blue, was removed from the ventilator, and was manually ventilated. When the patient was placed on a back up ventilator, he recovered and returned to baseline. It is unknown if the ventilator alarmed when the reported problem occurred.